Event description:
During service, failure code 804:56 was found in the event history. The hosp. Rep. Stated that there have been no rpeorts of any pt incident involving this pump since the last baxter service event.